Event description:
Case number: (B)(4), mps (B)(6). Reported that pka post hole cuts are not lining up correctly. Case type: pka. Can you please quantify how far off the pka post holes were vs planned? As per the mps: "pka holes were 5mm lateral of planned cut". Surgical delay: "roughly 10 minutes".

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. An event regarding inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 359 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - inaccurate resection. Conclusion: not performed as case session data was not provided. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(6), mps (B)(6) reported that pka post hole cuts are not lining up correctly. Case type: pka. Can you please quantify how far off the pka post holes were vs planned? As per the mps: "pka holes were 5mm lateral of planned cut". Surgical delay: "roughly 10 minutes"